Event description:
As reported by an edwards lifesciences field clinical specialist, a 29 mm sapien 3 valve was implanted in an incomplete tricuspid ring. The first sapien 3 valve was deployed at 80:20 aortic/ventricular (a/v) position with 40cc's (+7cc from nominal). The valve exhibited paravalvular leak (pvl) and central leak. The valve was post-dilated in an attempt to treat the pvl, but the pvl remained. A second 29 mm sapien 3 valve was implanted at 90:10 a/v position with 36cc (+3cc from nominal). There was still pvl between the first valve and the incomplete ring. Two plugs were then placed where the tricuspid ring was incomplete, and the leak was mild/trace post procedure. The patient is doing well. Per report, the perceived root cause of the pvl was that the valves were placed in an incomplete tricuspid ring.

Manufacturer narrative:
This report is regarding the pvl remaining post deployment of the second 29mm sapien 3 valve pvl treated with vascular plugs. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 12707. The device was used in off-label implantation in an incomplete tricuspid ring. As there are no specific instructions for use or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that a combination of patient factors and procedural factors (off label implantation of the valves in an incomplete tricuspid ring) may have caused or contributed to the pvl. It is possible that the incomplete tricuspid ring asymmetric shape with a medial opening resulted in a space between the ring and the cylindrical frame of the valve causing the pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.